Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during central processing, the cadiere forceps had plastic chipped off at the front of the instrument. There was no patient involvement. Intuitive surgical (is) contacted the site/reporter and obtained the following additional information regarding this event: the reported issue was identified during the central processing and the procedure was completed with no delays.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the cadiere forceps instrument associated with this complaint and completed investigations. The instrument was found to have a broken main tube at the distal end. A piece measuring approximately 3.71mm x 1.45mm (0.14 x 0.057¿) and 2.45mm x 2.27mm (0.095" x 0.090") was not returned with the instrument. Material was missing.

Event description:
Refer to h10/h11 for follow-up information.